Event description:
It was reported that the lead had less than 100 ohms of impedance. Oversensing and lead fracture were also reported. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) all conductors fractured; it was observed the outer insulation was breached cut; proximal segment was received and analyzed.